Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested multiple times within 10 minutes and got the following readings: 406 mg/dl, 198 mg/dl, 147 mg/dl, and hi, which on the system indicates a result in excess of 600 mg/dl no adverse event reported, meter and strips replaced and requested for return.